Event description:
It was reported that the patient had not used the stimulation therapy for a long time. It never worked and he let it die. He had tried to get it to work for 2 years. Follow-up was performed to determine if any troubleshooting had been performed, if a cause had been determined, if any intervention occurred, if the issue was resolved, and if the patient had any further concerns. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger. (B)(4).